Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report. Please see section b4.

Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within spec. Device was monitored and no blank display anomalies were noted. Device passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, device alarmed unexpected restart after battery change due to faulty connector on interface board. Device received missing end cap sticker, cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarms and had blank display. Customer's blood glucose was unknown. After troubleshooting, display returned. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.